Event description:
It was reported that tandem charging cable was damaged and charging supplies were no longer working. There was no reported impact to the customer¿s blood glucose level. Customer support arranged replacement charging supplies to be sent to customer with two-day shipping, and no additional information was received regarding the outcome of the event.